Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Next course of action is undetermined at this time.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
It was reported to abbott, a patient was unable connect with their ipg. The patient had an unrelated surgery where the ipg may not have placed in surgery mode. The rep was unable to connect with the ipg. The ipg was deemed inoperable. The patient was scheduled to have the ipg replaced; however, it was cancelled by the health care provider. As of (B)(6)2024, surgery was pending authorization from the patient¿s health plan. Health plan. DHR review had determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The test results objectively demonstrate that there was no nonconformance from the manufacturing process and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.